Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2018, 6935m55 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a repeat wound check the left ventricular (lv) lead exhibited elevated threshold. The patient returned to the clinic one month later and it was noted the threshold was high. The lv lead was reprogrammed. The patient returned to the clinic six months later for a routine follow up and it was noted the lv threshold was considered stabile and the output was readjusted. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.